Event description:
It was reported during a revision procedure the physician was unable to successfully place the lead due to pt's anatomy. The physician used a different configuration lead to complete the procedure. The surgery was extended for about an hour. The pt reported effective coverage post-operative. No pt complications were reported.

Manufacturer narrative:
Manufacturer's eval: the returned product was not analyzed as the complaint of pt's anatomy prevented the lead from being placed could not be confirmed via laboratory testing. As received the lead was clear and complete. Microscopic inspection did not reveal any anomalies or damage. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.